Event description:
It was reported that the tips of one driver and two pedicle probes broke off from the instruments intra-operatively. The patient is reported to have particularly hard bone. The difficulty resulted in a delay of 20 minutes with no adverse consequences to the patient. See mfg medwatch report# 1526439-2013-23576 for one pedicle probe that was involved in this event. See mfg medwatch report# 1526439-2013-23577 for the second pedicle probe that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the xpdm quick-con di poly scwdrvr (product code: 279722400, lot no. 0809mi) found approximately 1mm of the drive feature on the distal tip to be stripped. The instrument was not broken as reported in the original event description from the complainant. A device history record (DHR) review for the xpdm quick-con di poly scwdrvr (product code: 279722400, lot no. 0809mi) identified that lot was released to stock on 9/10/09 with no discrepancies. A review of the DHR identified no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month complaint review of the expedium quick connect driver noted 1 related complaint to driver tip stripping in which there was no harm to the patient. The root cause of the probes becoming bent and the driver becoming stripped is unknown however it was reported that the patient had particularly hard bone which may have contributed to increased stess and the device faults.

Event description:
It was originally reported that the tips of one driver and 2 pedicle probes broke off from the instruments intra-operatively. The patient was reported to have particularly hard bone. The difficulty resulted in a delay of 20 minutes with no adverse consequences to the patient. Upon receipt and review it was determined that the instruments did not break. The distal 1mm of the drive feature was stripped and the pedicle probes were bent. See mfg medwatch report# 1526439-2013-23576 for one pedicle probe that was involved in this event. See mfg medwatch report# 1526439-2013-23577 for the second pedicle probe that was involved in this event.